Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad cover had detached from the pump and the keypad buttons were intermittently unresponsive. It was reported the damage occurred prior to the keypad response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: during investigation, the keypad was observed to be peeling near the contrast button. The up, down and ok keypad buttons were found to be respond properly. The contrast button was unresponsive during testing. The keypad cover was removed and contamination was found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.